Manufacturer narrative:
Product event summary the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met and that there was oversensing due to non-physiologic signals/sensing integrity counter. The impedance of the right ventricular pacing lead was observed to be variable and beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered for short v-v intervals and abnormal pacing impedance which was noted to be varying. X-ray indicated that the right ventricular lead was not seated correctly. The plan is to perform a revision to re-seat the lead. The device and lead remain in use. No patient complications have been reported as a result of this event.